Event description:
It was reported that arctic sun device was not cooling and failing calibration for not cooling. A check of the diagnostics showed a failed mixing pump. They requested a quote for the 2000 hour service. Per sample evaluation results received on 09may2024, it was reported that ac chiller pump mechanical noise. Tank seals lifted .

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed chiller pump. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related.